Event description:
Healthcare professional reported additionally reported double capsule and effusion in the front of the prosthesis.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the shell, one opening curved on the anterior and the weight the device within specification. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.